Event description:
Healthcare professional additionally reported "basal cell carcinoma (skin, forehead)"; this event is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient concern with product.

Event description:
Healthcare professional reported ¿left side deflation and exchange due to concerns with the product¿. Device remains implanted.